Manufacturer narrative:
Additional information: b5, e1: initial reporter e-mail, h4, h6 (update codes), h11. B5: additionally, port 1 had clinolipid 20% and port 5 had sodium phosphate 3mmol/ml. Technical services had the customer move the ingredients to port 2 and 6, and re-prime the lines; no further bubbles were observed. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had bubble issues on port 5 and port 1. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.